Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm (alarm 1) after the cartridge became dislodged. Customer's blood glucose was 454 mg/dl. Customer was able to load the same cartridge resolving the issue.